Event description:
Caller alleged discrepant results (precision). Results as follows: 1st inr = 0.9; 2nd inr = 1.5; 3rd inr = 2.2.

Manufacturer narrative:
No corrective action is required as no product deficiency was established. Hence, no further investigation required. Inratio precision data provided by end-user lot: 1st inr = 0.9; 2nd inr = 1.5; 3rd inr = 2.2. Inratio meter: mean: 1.20; sd: 0.42; %cv: 35.36. In-house precision test. Inratio meter: returned meter (B)(4). In-house meter (B)(4). Retained strip ln: 080801a (bu2tk). Strip lot was determined on data memory on meter (B)(4). Two therapeutic donors. In-house precision testing provided (inratio meter): donor-1: returned (inr): 1.8; in-house (inr): 2.1; mean: 1.95; sd: 0.21; %cv: 10.88% pass. Donor-2: returned (inr): 2.5; in-house (inr): 2.7; mean: 2.60; sd: 0.14; %cv: 5.44% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Inratio test results have 10.88% and 5.44%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required. On 08/11/2009: biosite received 1 inratio meter (B)(4).